Event description:
It was reported that while updating software on the programmer, the caller would get "kicked back" to the initial find patient screen when the letter "l" was selected on the on screen keyboard. The caller also noted that when selecting the analyzer, an error message displayed that said "loss of communication with analyzer." The programmer and analyzer were returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the analyzer would not open with a known good programmer; a loss of communication warning appears on the screen. Analyzer found out of electrical specification. Concomitant product: product ID 2067l radio frequency head. (B)(4).